Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. An interrogation noted the right ventricular (rv) lead with high thresholds and variable r-waves. A revision was planned. The lead remains in use. No patient complications have been reported asa result of this event.